Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood backflow incident occurred involving a clearlink system catheter extension set. The blood back flowed into the tube, filling the tubing and causing a vein blockage which required another peripheral vein to be catheterized. There was no patient injury or medical intervention associated with this event. No additional information is available.